Event description:
During follow-up, a drop in p-wave amplitude caused undersensing on the right atrial (ra) lead which resulted in inappropriate anti tachycardia pacing (atp). The ra lead was explanted to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating that the right atrial lead was replaced to resolve the event.

Manufacturer narrative:
The reported event of a sensing anomaly was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.